Event description:
Customer reports to have woken up with blood glucose of 49 mg/dl, and a few hours later he awoke with blood glucose of 70 mg/dl. Customer inquired on reason for low blood glucose since he treated with food and glucose tablets. Customer was advised to contact healthcare professional regarding low blood glucose. Customer inquired on recalled infusion pump. Customer was advised on scroll wrap issue. Customer reports of not having this issue. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.